Manufacturer narrative:
Device evaluation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon investigation, the cycler functional display check failed. It was identified that the cause for the blank screen was due to a burnt transformer on the inverter board. A known good inverter board was installed and the display became fully operational. A pre-accelerated stress test (ast) simulated treatment was run for 15 minutes with 1000ml of fluid and passed. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burnt transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a patient¿s liberty select cycler was blank during the patient¿s peritoneal dialysis (pd) therapy (treatment phase unknown) while the patient was connected to the machine. The cycler¿s screen remained blank after rebooting, however, the keys lit up. There were no power outages reported and the cycler is plugged directly into a three prong grounded outlet. The power cord was connected properly in both ends. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. The patient reported that they would revert to manual therapy. Upon follow up it was confirmed that there were no adverse events or medical intervention required as a result of the event. The patient was able to complete treatment using manual therapy. The cycler was returned to the manufacturer. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board was burned.